Event description:
It was reported that the patient had stimulation in the wrong location. During intraoperative testing with the trial patient the manufacturer representative was seeing impedances of 9000 and in the 4000 to 5000 range. Some impedances were also noted around 7000 and 10000 ohms. The lead was reseated in the multi-lead trialing cable but the high impedances remained. When the doctor put the touhy needle in they noticed some blood but nothing abnormal. They were unable to get paresthesia on the table. After the procedure the patient sat up and walked around a little and some of the impedances went down but the others remained high. The patient had one 1x8 lead. The patient was programmed in the middle of the lead and they were able to get some buttock coverage but the patient needed back coverage. The patient was feeling stimulation but not strong and they had to use high amplitudes. They put in a guarded cathode configuration of the lead. When they programmed the patient on the top of the lead the patient got a pain sensation. They attempted different electrode combinations but got no change in the results. The patient had a lot of positional stimulation and experienced significant shocking when they coughed or when they turned up the stimulation voltage. Further programming was done with group g being a high density program. With group g the patient had a 50% or greater symptom reduction and had great relief. The cause of the event was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.